Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case. Investigation is currently in progress to determine the source of excess hydrogen in this device. To date the investigation has determined that it is not caused by the high voltage capacitors, as that potential source of hydrogen was eliminated as part of a previous corrective action (unrelated to the current investigation).